Event description:
It was reported that, "the arthroplasty was revised due to tibial and femoral loosening with a large cavitary defect of the medial tibial plateau. The tibial and femoral components were revised. The components were implanted in situ for 2.0 y. The patient presented with a (B) (6) score of 5 three months prior to revision surgery and a maximum score of 6." Information provided indicated that reported devices were implanted in 2007 and explanted in 2009.

Manufacturer narrative:
An evaluation of the device cannot be performed. Neither the device nor additional information is available from the research facility. If additional information becomes available, it will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2010-00779.